Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, seroma of incision. Device removed and replaced with a malleable. Additional info. Received from territory manage (B)(6) 2020: "it was sunday the 13th. Yes, cultures taken but nobody was there to give results. They took the implant to the same place they took the cultures". A titan was indicated as the penile prosthesis removed. No information regarding lot number was provided. The item number above was entered to record that a titan product was explanted. The file may be updated should additional information be received.